Event description:
The reporter stated that the pod was not delivering insulin, which caused elevated glucose levels. They did not specify any exact values but mentioned that they were consistently experiencing high readings. The reporter stated that they removed the pod before going to the hospital, as they believed it was not working. It was reported that upon removal of the pod, they noticed redness and irritation at the pod site. Medical attention was sought on (B)(6) 2025. The patient was feeling weak, was vomiting, and had a headache. The patient was diagnosed with diabetic ketoacidosis and was treated with insulin drips. The patient was discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.5 hardware: iphone14.5 cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.